Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient's nurse who indicated that the patient's device was going to be explanted. Patient status is unknown at the time of this report. There were no further complication reported or anticipated.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that, within the last 2-3 weeks, the patient was experiencing lower back pain; their back was hurting. They thought the stimulator was possibly set too high. They needed a programmer (pp) to adjust the therapy, to address their back pain; they were currently taking medication for their back pain. However, it was noted that they accidentally threw their pp in the trash so it was gone. The patient was sent a replacement pp. Additional information form the patient on (B)(6) reported ¿blind as a goose¿, surgery ago for penal implant, infection, back hurting, and they were unsure if interstim was turned up too high or the source of the pain. Additional information from the patient on (B)(6) reported their lower back was killing them since a procedure was done, and they could not tell if the device was on or not. Additional information from the patient on (B)(6) reported their device might need to be explanted, it was ¿destroying their back¿, they could not walk it hurt so badly. The patient stated they couldn¿t feel anything to tell if it was on or not, and they were in so much pain. There were no further complications that have been reported as a result of this event.